Event description:
It was reported that the guidewire tip detached. A savion flx guidewire was selected for use for a chronic total occlusion (cto) crossing with angiogram in the left lower tibial artery. The physician successfully used the savion guidewire with a rubicon catheter to cross the anterior tibial artery and performed ballooning to open up the artery. The physician was then attempting to cross the a posterior occluded calcified lesion when the catheter and guidewire were kind of stuck in some heavy calcium. The guidewire was prolapsed outside of the catheter and the tip was protruding out of the catheter by about 2cm. The physician was pushing the guidewire forward and trying to get the guidewire back into the catheter when about a centimeter of the tip was sheared off. The physician left the detached tip in the patient since it was in an occluded vessel. The physician then removed the remainder of the savion guidewire. The procedure was stopped after that and a final angiogram was performed. There were no further patient complications reported and the patient's status post procedure was good. There are no plans to remove the detached tip from the patient.

Event description:
It was reported that the guidewire tip detached. A savion flx guidewire was selected for use for a chronic total occlusion (cto) crossing with angiogram in the left lower tibial artery. The physician successfully used the savion guidewire with a rubicon catheter to cross the anterior tibial artery and performed ballooning to open up the artery. The physician was then attempting to cross the a posterior occluded calcified lesion when the catheter and guidewire were kind of stuck in some heavy calcium. The guidewire was prolapsed outside of the catheter and the tip was protruding out of the catheter by about 2cm. The physician was pushing the guidewire forward and trying to get the guidewire back into the catheter when about a centimeter of the tip was sheared off. The physician left the detached tip in the patient since it was in an occluded vessel. The physician then removed the remainder of the savion guidewire. The procedure was stopped after that and a final angiogram was performed. There were no further patient complications reported and the patient's status post procedure was good. There are no plans to remove the detached tip from the patient. Device evaluated by MFR: analysis of returned product revealed that the distal tip was broken and kinked. There was a kink on the body of the wire approximately 132cm from the proximal end. The outer diameter of the middle of the device and the proximal section of the device were within specifications. The outer diameter of the distal tip and the overall length of the device could not be measure due to the condition of the device.